Manufacturer narrative:
Tracer registration was not used-the registration was automatic because they were using the o arm. They were using the landmarx ent frame because it has the same geometry as the spine frame, this is a non-validated use of the equipment. System evaluation was found to be accurate. No impact on patient outcome reported.

Event description:
Medtronic representative called to report navigation with the treon system was discontinued because they had been 1 cm inaccurate, immediately after registering in synergy spine software. They continued without navigation and no impact to patient was reported.